Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the loop catheter was found to have a kink where the array meets the loop catheter shaft after multiple uses. The loop catheter was prepped, introduced, and deployed in the left atrium in stages, and ablation was performed on each vein and the posterior wall without issue. The loop catheter was removed and re-prepped multiple times to deliver additional lesions as needed. Upon final removal, resistance was encountered when retracting the loop catheter into the sheath, and inspection revealed the kink. Attempts were made to flush and re-advance the guidewire to recapture the array, however they were unable to bring the distal end completely into the introducer due to the kink. As no further ablation was needed, the loop catheter did not to be replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012560578 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was conducted. The catheter's array was pulled into the capture device and then inserted into the lab test sheath, without any issue. No anomalies were identified during multiple insertion/retraction attempts. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable), electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the reported shaft kink/bend/twist issue and difficulty retracting into the sheath were not reproduced. The catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.